Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products-comp rvs hmrl ti tray 44 mm catalog#:115340 lot#:975250, arcom xl 44-36 std hmrl brng catalog#:xl-115363 lot#:313920, comp rvrs shldr glnsp std 36 mm catalog#:115310 lot#:628770, comp rvrs 25 mm bsplt ha+adptr catalog#:010000589 lot#:433430, comp rvs cntrl scr 6.5 x 20 mm st catalog#:115380 lot#:106030, comp locking screw 4.75 x 30 mm catalog#:180503 lot#:801910, comp locking screw 4.75 x 20 mm catalog#:180501 lot#:215200, comp locking screw 4.75 x 35 mm catalog#:180504 lot#:460530. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that during the implantation of a total shoulder, the patient experienced an avulsion fracture of the greater tuberosity. Attempts have been made and additional information on the reported event is unavailable at this time.